Manufacturer narrative:
The most probable cause for the reported failure is, when the video system sensor power switch was on, the video connector was disconnected and attached, and the electrical circuitry inside the camera head was destroyed, resulting in a loss of image status. Due to an accidental failure, it is considered that the charge coupled device (ccd) unit failed resulting in no image output. It is considered that the ccd unit may have failed due to aging. A review of the device history record was completed and it was confirmed that there were no abnormalities, special adoptions, or variations in the manufacturing process. The instructions for use state: "do not attach or take off the video connector with the power switch of the video system center turned on. Doing so may damage the electrical circuitry inside the camera head."

Manufacturer narrative:
Device has not been returned for evaluation. The customer¿s complaint was not confirmed. No findings available. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus that the device's image does not appear. There was no patient injury reported.

Manufacturer narrative:
This supplemental is being submitted to correct the aware date in section g-4 from the supplemental. The correct aware date is july 27, 2020 and not june 24, 2020.